Event description:
It was reported that this product was explanted due to infection and erosion. This is considered a serious injury as surgical intervention was required. There were no additional adverse events were reported.